Event description:
Event: invervention to treat right limb occlusion. Event narrative: the graft was successfully implanted without any problems. The patient was sent to the step down unit for recovery. In the afternoon, the patient complained of leg pain. An angiogram revealed an occlusion in the right limb. The thrombus was removed and stents were placed bilaterally. The patient is recovering and doing fine.